Manufacturer narrative:
Additional information was received that the patient underwent a battery pocket revision due to pocket pain.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo a revision procedure.